Event description:
This case was reported by a consumer and described the occurrence of macular degeneration in pt who received poligrip (super poligrip-unidentified) for loose dentures. The consumer called to report a product quality complaint regarding their present tube of super poligrip and not the product used at the time of the adverse event. A physician or other health care professional has not verified this report. In 1989 the pt started poligrip (dental). In 2000, the pt was diagnosed with macular degeneration. This case was assessed as medically serious. Treatment with poligrip was continued. The event is unresolved. Neither the lot number not product are available for testing. No corrective actions have been required based on this report.